Event description:
Additional information has been requested, received and stated the patient have intense displeasure with the lens, pink sclera, blurred vision, and inability to drive at night due to intensity of car headlights. He is going to request surgeon for the company lens to be removed and replace with the basic accommodative toric lens in the upcoming appointment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was dissatisfied with the lens. He could not see the golf ball, has floaters, feels pressure around eye. He has seen an optometrist and was told his eye look fine. He has an appointment to see surgeon in november. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
B3 (event date), b2 (event outcome) and e1 (initial reporter first name). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated the patient had decreased vision at distance, severe glare at night. The iol was exchanged for an unspecified monofocal toric lens. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The lens was returned adhered to gauze inside a specimen cup. Viscoelastic was dried on the lens. The lens was cleaned with klrp to remove from the gauze and facilitate further testing. The optic had two small, cracked areas, which appear to have been caused by an instrument used to grasp the lens. The optic also had a scratch on the anterior surface near the edge. The root cause for the reported issues cannot be determined. Power and resolution were verified. The lens met specification for power and resolution for a company (1.50cyl), 20.0 diopter lens. In addition, each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The initial reporter (patient) stated they had seen an optometrist who found no issues. A facility representative reported the patient had decreased vision at distance and glare at night was severe. The replacement lens was indicated to be a monofocal toric. The manufacturer internal reference number is: (B)(4).